Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for peritonitis with injection (inj) amikacin (100mg in each bag, frequency not reported) and inj fortum (250mg in each bag, frequency not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation it was reported, on an unreported date, the patient's fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.